Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer was driving when the continuous glucose monitor stopped working and the pump was out of insulin; the customer requested guidance on steps after starting a new cartridge and infusion set and was advised on running in blood glucose mode and on manual bg entry. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, as the customer planned to replace the infusion set and resume therapy with manual bg entries. Investigation included customer education and troubleshooting regarding cgm pairing failure and pump operation in bg mode. Investigation of this case revealed a cgm pairing failure with the dexcom g7 and an out-of-insulin condition, with no device malfunction of the ilet pump confirmed during the call. It was concluded, based on previously established findings for similar reports, that user guidance and reconfiguration would resolve the event without further action.